Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services was consulted and offered programming recommendations. The device remains in service. No adverse patient effects were reported.